Event description:
It was reported via repair work order that the brakes could not hold due to worn bake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The initial MDR was filed without the PMA/510(k)#. This MDR follow-up report is being issued with the PMA/510(k)#.

Event description:
It was reported via repair work order that the brakes could not hold due to worn bake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.